Event description:
It was reported that during a hemorrhoidal prolapsectomy, the stapler dissected but didn't close the sutures. No patient consequences reported. Additional information was requested, but to date, no more information has been received.

Manufacturer narrative:
(B)(4). Device was not returned additional information: in the event it states that the device cut, but the sutures did not close? Yes, the stapler dissected but the staples wasn't closed. Are the sutures the staples that came out of the device? The stapler after the firing showed open staples outside of the stapler. Were the staples malformed and not in the proper b form shape? Staples wasn't malformed but just open. In the opinion of the specialist they did not meet the anvil to form the b shape. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut. Corrected data: other # = (B)(4) (batch #). The analysis results found that the device arrived in good visual conditions. One unformed staple was present. In addition, there were no staples present in the device and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition with several staples protruding inside the pockets and some on the device guide face. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality in hi-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although we were not able to duplicate the reported event, please note that the appropriate engineering personnel have been notified of this incident. No incident related to the reported event was observed during the batch record review.